Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a french taa 13-005 study presents a 50-year-old female with an increasement of an aneurysm. The indication for thoracic endovascular aortic repair (tevar) was a pre-excising thoracic aortic dissection type a, that goes all the way down to renal arteries. Pre-procedure imaging on (B)(6) 2015 (49 days prior to procedure), the CT imaging revealed that the diameter of the proximal neck was 25 mm, and the diameter of the distal neck was 25 mm. The dissection diameter was 60 mm. On (B)(6) 2015 (the day of study procedure), the patient received a zta-p-28-201 (complaint device) placed in zone 2 of ishumaru¿s classification of aortic arch and that intentionally covered the left subclavian artery (lsa) completely. Additionally, a lsa revascularization was performed before the index procedure. The site indicated that the event was unrelated to the study device or study index procedure. No endoleak left uncorrected, no false lumen perfusion, no evidence-collapse of proximal component and no additional technical observation were observed after the procedure. On (B)(6) 2020 the patient had an event of a rupture of the distal flap and increasement of the aneurysm. This was treated in by a secondary tevar intervention, placement of a new thoracic stent. A secondary intervention was performed on the (B)(6) 2021 due to aneurysm expansion treated in a endovascular procedure placing a thoracic aortic stent graft of distal extension(s). The patient was discharged on (B)(6) 2021. Additional information received 17jun2022 states that the site has provided a change in their assessment of event relationship for the event of "rupture of the distal flap" and has now changed this to be thought to be related to both study device and procedure, with the additional comment "it's related to the study procedure and possibly to the device". Furthermore, the comment that the event "rupture of the distal flap", is to be believed to be "associated with an aneurysm increasement", that has been previously reported. Review of the device history record gave no indication of the device being produced out of specification. No device was returned an no imaging was provided. The IFU states that the device is not indicated for treatment of patients with dissections. Images or sizing/planning sheet of patient anatomy where not provided and the complaint product was not returned for evaluation. It is possible that the rupture of the distal flap is related to the device and the procedure, but based on the provided information it has not been possible to establish the exact cause of the reported event. Cook will reopen the complaint if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: increasement of the aneurysm, rupture of the distal flap. Pre-procedure imaging on (B)(6) 2015 (49 days prior to procedure), the CT imaging revealed that the diameter of the proximal neck was 25 mm, and the diameter of the distal neck was 25 mm. The dissection diameter was 60 mm. Primary thoracic endovascular aortic repair (tevar) indication thoracic aortic dissection type a. The patient experienced no symptoms prior to the index procedure. Asa class 3 ¿a patient with severe systemic disease¿ on (B)(6) 2015(the day of study procedure), the patient received a zta-p-28-201 placed in zone 2 of ishumaru¿s classification of aortic arch and that intentionally covered the left subclavian artery (lsa) completely. Additionally, a lsa revascularization was performed before the index procedure. No reportable adverse events observed during the implant procedure. No endoleak left uncorrected, no false lumen perfusion, no evidence-collapse of proximal component and no additional technical observation were observed after the procedure. On (B)(6) 2020 the patient had an event of a rupture of the distal flap and increasement of the aneurysm. This was treated in by a secondary tevar intervention, placement of a new thoraciq stent. The site indicated that the event was unrelated to the study device or study index procedure. Device involved in the related event - rupture of distal flap a secondary intervention was performed on the (B)(6) 2021 due to aneurysm expansion treated in a endovascular procedure placing a thoracic aortic stent graft of distal extension (s). No endoleak left uncorrected, no false lumen perfusion, no evidence-collapse of proximal component and no additional technical observation were observed after the procedure. Patient outcome: the patient was discharged on (B)(6) 2021 and remains in the study.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.